Manufacturer narrative:
Device evaluation of electrode belt been completed. The reported problem (did not pass incoming testing) was confirmed. As received, the electrode belt failed the ECG fall-off test. The cause for the failure was isolated to an issue inside ECG electrode c. An unused pulse wire migrated within the ECG electrode. A root cause investigation determined that the cause of the unused wire migration in the ECG ¿c&d¿ cable was the lack of a method to secure the unused wire ends. Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. While the root cause for the open resistor could not be positively identified, an open r781 resistor is consistent when an external non-lifevest defibrillation is administered. There was no adverse event that resulted from the damaged monitor or damaged electrode belt.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functionality testing. A us distributor returned an electrode belt and reported being unable to complete incoming functionality testing.